Event description:
Corrupted registry and data were reported on september 18, 2025, triggering an error alert. There was no information provided regarding the impact on the blood glucose level. Despite the lack of detailed patient information, it was noted that the device is being returned with an expected return date of november 24, 2025, and a replacement pump is already designated with a specific serial number.